Manufacturer narrative:
External abrasion breaching the outer insulation was found at 7 - 7.7 cm from the connector pin. Internal abrasion breaching the re lumen was found at 51.9 - 52.3 cm from the connector pin. Lumen to inner coil was also abraded at this location. The etfe coating of re cables and ptfe tubing were intact.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device upgrade, a lead insulation anomaly was noted. The lead was explanted and replaced. The patient's condition is fine after the event.